Manufacturer narrative:
Concomitant medical products: 4524-53, lead, implanted: (B)(6) 1998.

Event description:
It was reported there was a lead warning for low right ventricular (rv) lead impedance and there was rv lead oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.